Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The root cause for the laser etching being worn off was due to normal wear over time due to sterilizing process. The root cause of the drilled and bend tip was due to excessive side load when using the device causing the tip to be drilled and bent which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that the device did not work. During in-house engineering evaluation, it was determined that the craniotome device laser etching on the color ring was worn off and the tip was drilled and bent. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.